Event description:
On 01/03/01 the account reported the following results: hgb=7.4 g/dl, hct=22.5%, rbc=2.17. The physician questioned the results. The sample was run on a different analyzer with the following results: the sample was then repeated on the original analyzer with: hgb=10.2 g/dl. Hct=30.0%, rbc=2.17. No injury or impact to patient management was reported.